Event description:
Additional information was received that clarified that pvl did not occur following the dislodgement of the second valve.

Manufacturer narrative:
Image review: two fluoroscopic media files were provided for review. The patient¿s complete executive summary was not provided for anatomical review. Only the carotid segmentation was provided. Fluoroscopic valve load inspection was not provided for review thus a good load cannot be validated. The media files show evidence of two valves, one in the ascending aorta and second valve being implanted in the aortic annulus. It was reported that during removal of the delivery catheter system after the first valve implantation, the nose cone interacted with the valve frame and contributed to the dislodgement. Images of the first valve implantation and the dislodgement event were not captured. Of note, it is recommended to use caution while withdrawing the delivery catheter system to minimize interaction with the valve frame. As stated in the instructions for use (IFU): potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in the native annulus, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy and bicuspid native valve. Following the implant of the valve and prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the medtronic (stedi-3) guidewire. Upon withdrawing the dcs, the valve dislodged to the ascending aorta. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was approximately 6 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 1 mm. Following valve dislodgement, the patient's pre-existing aortic stenosis and "some" aortic insufficiency persisted. No treatment/intervention was provided or planned. Per the physician, the nose cone of the dcs interacted with the inflow of the valve and caused the valve to dislodge. Additionally, there was difficulty obtaining imaging during the case due to the patient's calcified anatomy that were reported to be contributing factors. No patient complications were reported as a result of this event. Additional information was received that it was planned to implant a second medtronic transcatheter valve. Additional information was received that approximately 35 days following the initial implant attempt, an attempt to implant a second valve was made. The valve ((B)(6)) was attempted to be implanted, but was under-expanded at 80% deployment, so it was removed from the patient. Of note, a different approach was used with this implant attempt than with the prior attempt. Left carotid artery access was obtained. A 22 french external sheath was used to facilitate entry of the dcs. The native valve was pre dilated with a 25 millimeter (mm) balloon due to the patient's bicuspid aortic valve. The valve was crossed and appeared to be constrained at 80%. After 3 attempts at deployment with transesophageal echocardiogram (tee) and angiography, the physician decided that the valve was not sufficiently expanded and a new valve should be loaded. It was noted that 3 deployment attempts were made and the valve was recaptured 3 times. A 26 mm balloon was used to pre dilate the native valve again and another valve ((B)(6)) was loaded, inspected, inserted and crossed. After one recapture, a suitable depth was found on the native valve as best could be visualized with the aid of the tee and fluoroscopy. The mitral valve was checked to ensure anterior leaflet was free under the tee and was found to be free. It was determined that the valve could be safely released at 80%. The wire was pulled back and very slow valve deployment was initiated. The first paddle came free on the non side with no instability in the valve. Immediately after the second paddle was freed, the valve migrated up on the non into the non-coronary cusp (ncc). There was no interaction with the dcs or quick release noted. There was no explanation for the dislodgement other than the patient's anatomy having some anomaly that prevented the valve from stabilizing. The patient's bicuspid native valve was listed as a contributing factor. Of note, no post implant balloon dilation was performed prior to the valve dislodging. Prior to the valve dislodgment, the implant depth on the non-coronary cusp (ncc) was 6-7. Prior to the valve dislodgement, the implant depth of the left coronary cusp (lcc) was 7-10. After the valve dislodgement, the implant depth on the ncc was -2. After the valve dislodgment, the implant depth on the lcc was 2. Paravalvular leak (pvl) was reported to occur as a res ult of the valve dislodgement. A 26 mm competitor valve was ultimately implanted in the patient at 50/50 depth. Approximately a 45 minute procedural delay occurred.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.